Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had not interacted with the pump for 12 hours. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted. The t:sim pump user guide states that the auto-off feature can be set up to 24 hours or off.